Event description:
Reportable based on the product analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention (pci) procedure, a no cross occurred. Access was obtained via the right brachial artery. The 95% eccentric de novo target lesion was located in the severely tortuous and severely calcified right coronary artery. There was a greater than 45 degree bend in the artery. While advancing the 12mm x 4.00mm quantum maverick mr balloon catheter to the lesion for predilatation, the physician encountered resistance and was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed that there was device entrapment.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of a quantum maverick monorail (mr) balloon catheter with no original packaging. There was an unknown guidewire stuck inside the quantum maverick catheter. There was blood in the wire lumen and dried contrast in the inflation lumen and balloon. The balloon was loosely folded which is consistent with positive pressure applied. There was damage to the tip. The device presented no evidence of any material or manufacturing deficiencies contributing to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).